Event description:
Opened a cold pack and contents poured out onto the floor. Manufacturer response for cold pack, standard cold pack (per site reporter). Manufacturer assumed staff not following directions on how to open. A video from manufacturer along with an sbar was sent out.